Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and nervous system disorder ('neurological disorders') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced nervous system disorder (seriousness criterion disability), hypoglycaemia ("functional hypoglycaemia"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), cognitive disorder ("cognitive disorders") and paraesthesia ("paraesthesia"), 5 months 14 days after insertion of essure. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, nervous system disorder, hypoglycaemia, postural orthostatic tachycardia syndrome, cognitive disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for cognitive disorder, hypoglycaemia, medical device removal, nervous system disorder, paraesthesia and postural orthostatic tachycardia syndrome with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.